Event description:
Procedure type: tep totally extraperitoneal. Patient gender: unk. According to the reporter: when user start to pump the balloon, he found that it was broken. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)